Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, suffering, disability, and impairment.

Manufacturer narrative:
The device remains implanted. The finished product met all specs prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4).

Event description:
Per additional information received, the patient has experienced pelvic pain and multiple mesh exposures requiring a total to date of five revision surgeries/procedures, inability to engage in sexual intercourse with spouse for over 2.5 years due to chronic pain, sought treatment for chronic low back pain at a pain treatment center and had multiple spinal injections/nerve blocks as well as physical therapy with minimal relief, underwent multiple bladder wash procedures for chronic interstitial cystitis as well as placement of a shaatz pessary on (B)(6) 2014 and last revision surgery on (B)(6) 2014.